Event description:
It was reported that when an asymptomatic patient presented in the emergency room with unexplained hv therapy, device was found to be backup vvi. The device download was performed successfully.